Event description:
It was reported patient underwent a total knee arthroplasty in 1997. Subsequently, patient was revised on (B)(6) 2013 due to poly wear. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.